Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as vomiting. The customer states their blood glucose level was 582 mg/dl at time of incident and current blood glucose level was 572 mg/dl. Customer states they had 16 units of active insulin. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states they were keep checking the insulin if they needs more, they add more and drink water. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because blood glucose was going up. Customer declined to test insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active at the time of event.